Event description:
The balloon pump was in use and at some time the helium icon displayed empty but there was no alert or alarm detected. The helium tanks had been full and at some time to follow the primary and 2 reserves tanks were empty. It was determined that a leak in the regulator caused helium to escape.